Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately treated with a ventricular fibrillation (vf) shock for a rapidly conducted atrial fibrillation (af) episode by the implantable cardioverter defibrillator (ICD). The device was reprogrammed and the patient was medically treated. The device remains in use. No further patient complications have been reported as a result of this event.